Event description:
On (B)(6) 2009, this patient underwent endovascular treatment of a thoracic aneurysm using gore® tag® thoracic endoprostheses (tag). A tg3115/05817167 was implanted distally and a tg3720/06561065 was implanted proximally in the descending aorta. On an unknown date, aneurysm enlargement was confirmed. Computed tomography detected a possible type iiia endoleak with infolding of the tg3720 at the overlap site. Reportedly, the overlap length was approximately 3-4 cm. On (B)(6) 2021, a reintervention was performed. Since there was a lack of device apposition at the proximal side, one stent graft was additionally implanted at the proximal side and another stent graft was implanted at the overlap site. The infolding was not completely resolved, but the endoleak was resolved. The procedure was completed, and the physician decided to monitor the patient.